Event description:
A customer reported that a cataract system received a system message code and had unusual noises from the vitrectomy probe during a procedure. The system was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).